Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. It the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/1/04, the patient contacted lifescan (lfs) and reported that her one touch profile meter was reading inaccurately low. There is no allegation of harm. During troubleshooting with the customer care representative (csr), it was discovered that her testing technique was not correct. She had provided a result of 27 mg/dl and while going through the meter's memory, there were a couple of low results. The patient was invalidly comparing her meter results to her normal readings/ feeling. She was not experiencing any symptoms at the time of concern. She had contacted a medical professional for advice, but did not receive any treatment. The meter was coded correctly and was in the right unit of measurement. The meter was also cleaned according to the owner's manual. She was walked through a check strip test, which passed within range. Therefore, there is no evidence of any meter malfunction. The patient had also claimed that there one touch test strips were damaged. She had reported that the test strips jagged at the "v". They were within the expiration date and stored correctly. There is no further information regarding the test strips damage. Based on the information provided, there is indication that the product malfunctioned and that it meets the criteria for a medical device reportable. There is no information to suggest that the patient experienced any injury due to this issue. This case is reported as a test strip malfunction. The patient was sent a replacement one touch ultra meter per her request.